Event description:
A hospital reported that they had trouble keeping the rt040 mask in place on a small lady patient, as the headstrap was too loose. The patient allegedly, had the mask on for a few days.

Manufacturer narrative:
An investigation has been done based on the event description and a previous complaint. Results: this issue seems to occur on small patients. In order to overcome this problem, we will have to design a smaller headgear. This may also be a problem with fitting and sizing as this mask is fairly new to the market. Conclusion: the rt040 mask may not be suitable for patients with smaller head sizes. We are carrying out an in-service programmed currently in the USA to ensure users are aware of proper fitting and sizing when using these masks. To-date, there is a very low occurrence of this type of complaint. We will most likely offer a smaller sized headgear in the future.